Event description:
It was reported by the operating physician that on (B)(6) 2025, "patient consent was obtained and placed in chart. The left internal jugular vein was identified under ultrasound (u/s) guidance. The area was then cleaned and draped in sterile fashion. Lidocaine administered for local anesthesia. Under u/s guidance, the introducer needle was used to access the internal jugular vein, after which the guidewire was advanced into the vein. No arrhythmia noted on monitor. The placement of the guidewire within the vein was then confirmed with u/s in two planes. A small incision was made, and the tract was dilated. The catheter was then advanced over the guidewire, though the catheter failed to pass midway through insertion, in spite of adequate guidewire placement confirmed on ultrasound. The guidewire was removed and revealed to have bent. The vein was again accessed under ultrasound guidance, after which the guidewire was advanced successfully. The catheter was then advanced over the guidewire; however, the guidewire seemingly lodged within the ca theter and was unable to be withdrawn. The catheter and the guidewire were removed together. The vein was accessed for a third time, after which the guidewire was again successfully advanced. On this occasion, the proximal end of the guidewire lost structural integrity, and the catheter was unable to pass over it. Due to patient discomfort and multiple equipment failures, the procedure has been aborted for now. Patient tolerated procedure well without additional complication observed.". There was no report of patient injury. Associated mdrs: - 9680794-2026-00321 - .

Manufacturer narrative:
(B)(4).